Event description:
Device switching on automatically. No patient involvement.

Manufacturer narrative:
Serial number correction from (B)(6) to (B)(6).

Event description:
Device switching on automatically. No patient involvement.